Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 8 120 x 15. The customer states the trellis device was used to treat the right subclavian vein. The device was inserted into the pt, deployed and tpa was administered without issue. The dr. Then attempted to aspirate the clot yet was unsuccessful in removal of the entire clot. The dr then made 2 - 3 add'l attempts to aspirate the clot and continued to be unable to remove the entire clot. The dr then decided to remove the entire device from the pt despite not removing the entire clot. Upon removing the odu from the catheter he encountered resistance and could not remove the odu and dispersion wire from the trellis catheter. Additionally, the dr encountered difficulty in deflating the distal balloon. He removed the syringe from the odu and replaced it with a larger 30 cc syringe in order to deflate the balloon. The larger 30 cc syringe in addition to add'l pressure was able to deflate the distal balloon. At this point the dr continued with removing the entire system (odu and catheter) through the sheath. Upon inspection of the device, the catheter appeared to be slightly twisted to the proximal balloon. No medical intervention required.

Manufacturer narrative:
Submit date: 05/30/2012. An investigation is currently underway. Upon completion, the results will be forwarded.